Event description:
"(B)(4): the patient comes to the (B)(6) to repair his walker. When the walker is transported to the technician comes the left front wheel off . The plastic is completely cracked. The user gets a new walker, (B)(6). The customer says they had 10 similar cases"

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by (B)(4) in u.s. The alleged incident occured in (B)(6).